Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the camera. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not display an image on the live monitor. No pt injury was reported.